Event description:
It was reported that the pump had a motor rate error and super cap post error. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The right plunger case was cracked. Event history log (ehl) showed motor rate error but there was no supercap post errors. Start-up, flow and occlusion tests were performed; motor rate error was duplicated, supercap post error was not duplicated. The motor rate error was due to grease on worm coupling. The root cause of the issue was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced worm coupling and gear, also updated motor mount for motor rate error during testing; performed occlusion test and all functional tests passed.